Event description:
It was reported that a new ilet user received a low glucose alert and contacted support; capillary glucose was 74 mg/dl at call conclusion, and the user was instructed to consume approximately 15 grams of fast-acting carbohydrates and wait 15 minutes, after which the user elected to take three glucose tablets. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and resolution anticipated with oral glucose. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an inability to determine a specific cause of the hypoglycemic event. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate self-treatment using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.